Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 445 mg/dl. The customer stated that the insulin pump alarmed no delivery prior to his admission. Troubleshooting was performed. The alarm history revealed multiple no delivery alarms. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.